Manufacturer narrative:
(B)(4). Device evaluation: the system was evaluated by a field service engineer (fse). The fse observed apodization intensity error message. The apodization error message was resolved by adjusting, recalibrating and cleaning the system. The system is performing to specification. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The account reported critical error during laser treatment. The procedure was aborted during both capsulotomy and fragmentation on a patients unknown eye. The surgery was not completed successfully. No patient injury or surgical intervention was required. No other information was provided.